Event description:
It was reported that during a ptca procedure, the guide wire would not pass the lesion and the distal section of the tip became caught. The physician torqued the guide wire and was able to remove it. However, the tip of the guide wire remained in the lesion. The pt underwent bypass surgery the following day. The guide wire was retrieved and the pt survived the bypass surgery, and is doing well.